Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility / palpability.

Event description:
Healthcare professional reported "no complaint against the device". Later, healthcare professional reported "ptosis" and "animation deformity". Surgical intervention: pocket exchange from submuscular and subfascial, wise mastopexy. This record is for the left side. The device has been explanted and replaced with a non-abbvie device. The device was returned.